Event description:
It was reported that the user experienced persistent hyperglycemia over several days while using the ilet and required large amounts of insulin, including a 40-unit manual injection in addition to ilet-delivered insulin, without device alarms or observed leakage; troubleshooting included advising disconnection from the ilet, site replacement to avoid scar tissue, and review of insulin storage and temperature, which the user initially declined. Symptoms included high blood glucose. Outcomes included continued monitoring with glucose trending down to 176 mg/dl and user-reported well-being, with guidance to contact a healthcare provider if large correction needs persisted. Investigation included remote troubleshooting and education regarding infusion site rotation and insulin handling. Investigation of this case revealed no evidence of delivery alarms or observed hardware malfunction, with potential contribution from infusion site issues such as scar tissue considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.